Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending (lad) artery with mild calcification and moderate tortuosity. The 2.75x28mm xience sierra stent delivery system (sds) got stuck with a 0.014 balance middleweight universal ii guide wire when it was being advanced and did not go further past the tip. There was resistance during removal and all devices were removed as a single unit. A xience alpine stent and another balance middleweight universal ii guide wire were used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional xience sierra device referenced in b5 is filed under a separate medwatch report number.